Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s high blood glucose level was 450 mg/dl. The blood glucose level at the time of incident was 350 mg/dl to 400 mg/dl. Customer stated that the additional blood glucose was 363 mg/dl, 352 mg/dl. Customer treated with insulin pump. Customer declined troubleshooting for high blood glucose. The product will not be returned for analysis.